Event description:
It was reported after using bd vacutainer® pst¿ gel and lithium heparinn 83 units, erroneous results(troponin) were observed in one patient sample. Patient was admitted to the hospital based on the falsely high result. The sample was retested and results were normal. There was no other health impact or consequences reported.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d.9.: device available for evaluation: yes. H.3.: device eval by manufacturer? Yes. D.9.: returned to manufacturer on: 16-apr-2025. Investigation summary: bd received 13 samples and 1 photo for investigation. The photo displays the tube with the variable data shown on the tube label but does not show the customer¿s indicated failure mode. A total of 13 returned samples were visually inspected with no issues identified; out of these, 5 samples were submitted for functional testing of heparin activity, and all results were within specification limits. Additionally, 90 retained samples were visually inspected with no issues identified. Additional clinical study found no difficulties during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate the customer¿s indicated failure (erroneous results-hs troponin I) because the defect was not evident in the testing of the complaint lot samples. All visual observations of both customer returned and control samples tested demonstrated clinically acceptable performance. Replicates of both customer returned and control samples tested were acceptable in terms of both precision and accuracy. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: erroneous results (hs troponin I). No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported after using bd vacutainer® pst¿ gel and lithium heparinn 83 units, erroneous results (troponin) were observed in one patient sample. Patient was admitted to the hospital based on the falsely high result. The sample was retested and results were normal. There was no other health impact or consequences reported.